Event description:
It was reported that a pt underwent a surgical procedure to correct thoracic lordoscoliosis. An anterior right thoracotomy was performed at the level of the fifth rib. Anterior diskectomy and release was performed from t3 to t8 along with right-sided internal rib osteotomies from t4-t8. Morselized rib graft from the fifth rib was used. A standard posterior midline incision was used to expose the posterior elements of t1 to l1. Rods and wires were used from c7-t1. The pt remained in the intensive care unit for 3 days and was discharged after a 10-day hospital course. He had some slight right sided achilles tendon tightness and decreased dorsiflexion, which lasted for 2 months and subsequently normalized. The pt was placed into a thoracolumbosacral orthosis for 3 months postoperatively to aid the fusion process. At his 18-month follow-up examination, the pt was extremely satisfied with the operative results. His posture was normalized and his myelopathy had resolved.

Manufacturer narrative:
(B) (4). Tendon tightness, decreased dorsiflexion. A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.